Event description:
It was reported by the patient when removing the pod they noticed that the cannula was missing from the pod and noticed that the cannula was stuck in their arm. It was also mentioned that the site was bleeding a lot, pain, and was swollen. The patient did seek medical attention for this issue. They were given tylenol for the pain and was told if the experience a fever to go to the ER(emergency room)/urgent care. As, treatment, the patient was able to successfully activated a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had broken inside the infusion site. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.